Event description:
It was reported that the lead warning triggered, and the lead exhibited reproducable noise and pacing inhibition. The lead remains in use, and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.